Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter needed to be replaced. It was stated that the flat emitter was changed to the side emitter, because the site had problems with the procedure setup and the or table. There was no damage to the flat emitter and will be use as a demo/loaner unit. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9735960, serial/lot #: -, ubd: , UDI#: ; product ID: 9736175, serial/lot #: -, ubd: , UDI#: ; product ID: 9735547ent, serial/lot #: -, ubd: , UDI#:. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.